Event description:
We have over 1,300 vyaire ltv2200 ventilators that have failed the preventative maintenance after undergoing a conversion from eua to 510k compliant. The units have failed for a multitude of reasons during testing from failing oxygen calibration to flow test failure to display test failures. I have a comprehensive list of all failures and the dates they took place. No patients were involved in any of these failures and no other injuries occurred.